Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. Sensor kit expiration date is (B)(6) 2023. The medical event associated with this case occurred on (B)(6) 2023 which confirms the usage of the device beyond the useful life of the device. No additional investigation are required as the device met its specification lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. N/a was selected for g4 as customer is using fs libre 3 sensor with fs libre reader. Fs libre 3 sensor with reader is not approved for market in us, however libre 3 is same/similar to libre 2 which is currently on market in the us. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "check again in 10 minutes" message and was unable to obtain readings. As a result, customer experienced a loss of consciousness and was unable to self-treat, requiring third-party treatment of glucose injection (type/dose unspecified) by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.